Event description:
It was reported that a signal loss occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a signal loss issue. At around 11am, the patient was at her brother¿s baseball game and her cgm went into a signal loss state. The patient was wearing an omnipod insulin pump. About 45 minutes later, the patient was irritable, nauseous, had a headache, and her eyes were bloodshot. The patient¿s cgm was still in signal loss and she did not have a bg meter to use. The patient was given something to eat, but she did not want it. Then she was given some water. It was also noted that the patient¿s omnipod switched to manual mode due to the cgm signal loss. After the game, around 9pm, the patient¿s parents took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 763 mg/dl. The patient was diagnosed with dka and treated with IV insulin and zofran. On (B)(6) 2025, the patient was transferred to another medical facility. The patient was closely monitored and she continued with IV insulin and zofran as treatment. The patient was discharged home on (B)(6) 2025 with a bg level of 153 mg/dl (it was not specified if this was a cgm or bg meter reading). The patient was ¿feeling okay¿ but her bg level ¿went up again¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code as investigated change.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation was undetermined. Although signal loss was confirmed to have occurred on the alleged incident date, the root cause of the hyperglycemic event was determined to be no audio output as the patient's high alert was set to vibrate. In addition, the signal loss alert was disabled. In connection with the allegation, it was found in data that on (B)(6) 2025, from 06:00 pm to 07:38 pm, the patient¿s egvs were above the high alert threshold (250 mg/dl) up to high (over 400 mg/dl). The app delivered high alerts at vibrate only, per patient settings. The app began experiencing signal loss at 07:40 pm but continued to deliver high alerts during signal loss until 09:44 pm when the high alert was acknowledged. The app experienced signal loss for over 24 hours from 07:40 pm on (B)(6) 2025, until the wearable failed due to high counts aberration at 11:30 pm on (B)(6) 2025. The app did not deliver signal loss alerts as the alert was disabled. No additional patient or event information is available.